Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# 0208382308, implanted: (B)(6) 2014, explanted: (B)(6) 2014 product type: catheter. (B)(4).

Event description:
Additional information received reported the tumor mass was a pre-existing condition and the main cause of the pain that the pump was implanted for. It was not known if the tumor worsened due to catheter because the cancer mass had been progressive and the patient had a terminal diagnosis.

Event description:
It was reported when the patient was examined during a pump refill, the pump pocket was bleeding and 'ready to re-open/dehisce'. The wound was also beginning to break down and drainage and swelling was noted. The patient reported numbness in their legs that the healthcare professional (hcp) thought was dose related; the patient had received rapid increases in dosages since implant one month ago. The hcp was concerned of epidural abscess due to escalated dosages and an infection of the pump site. The patient was hospitalized and started on IV antibiotics. The pump and catheter was explanted and the pocket was washed out, re-sutured and subcutaneous infusion of opioids commenced. The patient was stable, but still had some issues with leg weakness that was most likely due to disease progression of spinal tumors and noted to have a urinary tract infection (uti). The cause of the dose increases was not determined, but theorized to be either the patient's tumor mass occluding the catheter or the catheter was epidural. The pump was used to deliver morphine and clonidine.